Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same cases as 2134265-2014-05773 and 2134265-2014-05769. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter to view the lesion. The physician tried to perform automatic pullback, however, the motor drive unit failed to perform pullback. It was noted that the liquid crystal display (lcd) displays normally. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was received in good condition. Examination of the device revealed that the unit met specifications for functional test. No error messages were observed during the test. In addition, the unit successfully passed image and pullback test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as 2134265-2014-05773 and 2134265-2014-05769. It was reported that an automatic pullback failure occurred. During a procedure, an ilab ultrasound imaging system was used in conjunction with an unspecified bsc imaging catheter to view the lesion. The physician tried to perform automatic pullback, however, the motor drive unit failed to perform pullback. It was noted that the liquid crystal display (lcd) displays normally. The procedure was then completed with another of the same device. No patient complications were reported and the patient status is good.